Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to emi (electromagnetic interference)/noise.

Event description:
It was reported during patient follow-up that over-sensing events were recorded by the patient's implantable cardioverter defibrillator (ICD). Physician performed fluoroscopic examination that showed connections were as expected. The source was believed to be noise or electromagnetic interference. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).